Event description:
It was reported that a patient experienced revision of right knee components. The patient also had crepitus (a grating sound or sensation produced by friction between bone and cartilage or the fractured parts of a bone). Black stained tissue secondary to metallosis was found during surgery. The posterior medial aspect of the poly insert has failed and there was femoral component wear against the tibial tray on the posteromedial aspect of the tibial tray. There were lytic changes of the distal femur and centrally around the proximal tibia. This was most significant on the femoral side with central vaitary defect, as well as posterior condyle defects. The patient also had a left knee revision for an unreported reason on an unreported date. There is no additional information about the event or patient. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00851, 1038671-2017-00852 and 1038671-2017-00853.

Manufacturer narrative:
The complaint product was not received for analysis. The condition of instability and wear was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving parts from these manufacturing lots. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of excessive wear to the tibial insert, possibly caused by excessive posterior tibial slope, which led to instability. However, the underlying cause of the wear could not be determined because the component was not returned for evaluation and no x-rays were provided. An identified patient risk factor is that the patient had bilateral knee arthroplasties which can cause biomechanical stressors and indicates that the patient has joint maladies. In a review of labeling it is found that: device specific risks fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Metal sensitivity reactions or other allergic/histological reactions to implant materials. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. It is noted that only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. This device is used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to instability and crepitus.